Event description:
It was reported that an alert for high, out of range hv lead impedance was observed. Review of trends revealed a gradual increase in hv lead impedance since shortly after normal device change out. The patient condition was good and is being monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.